Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain, fever and chills. The cause of the peritonitis event was unknown. The patient stated that he had an infection in the fluid of his belly and that the effluent was also cloudy. On the same day, the patient was hospitalized for the event. The patient was treated with unknown antibiotics for peritonitis. Two days after the onset of peritonitis, the patient was recovered. Two days later, the patient was discharged from the hospital. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.